Manufacturer narrative:
Fsn 2023-cc-src-039.

Event description:
A bipap a 30 ventilator was returned to a third-party service center for service. There was no serious patient harm or injury reported. The device was not reported to be in clinical use. During the evaluation of the device at a third-party service center, the device was visually inspected and found no evidence of foam degradation however, ventilator inoperative error codes were present in the device event log. In conclusion, the device system board needs to be replaced to address the issue. This device will be scrapped as per customer request.